Event description:
It was reported that; "according to our surgical assistant that was present in a solis surgery, 2 implants were broken when the surgeon was trying to set them. One of them was implanted and stayed there broken but the other one was taken out and replaced for other one.

Manufacturer narrative:
Method: device not returned; results: furthermore, correspondence confirmed the cage was impacted into the disc space. The instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage. Per reported event cage was implanted. Conclusion: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion.

Event description:
It was reported that; "according to our surgical assistant that was present in a solis surgery, 2 implants were broken when the surgeon was trying to set them. One of them was implanted and stayed there broken but the other one was taken out and replaced for other one.